Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error 232.6040. Account name: (B)(6) hospital. Account #: (B)(4). Asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(4). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 232.6040 on lvp8100 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(4) to replace display board. (B)(4) will replace display board. If she still have issue, she will call me back. (B)(4).